Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the issue occurred with the second cartridge. The device was jammed in a closed position without tissue between the jaws. When the device jammed, did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. When the device jammed, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Na. Did the jaws eventually open? No.

Manufacturer narrative:
(B)(4) date sent: 1/17/2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device jammed, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a gastrectomy procedure, the device was jammed and it was impossible to open it. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.